Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that there was a communication failure error message. This error message may cause the system to lock up or shut down depending on when the loss of communication occurred. There is no report of pt injury.